Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and constipation. Previously administered products included for pregnancy prevention: oral contraceptive nos from 2005 to 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as ibuprofen since 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), depression ("psych injury, psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problem"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, metrorrhagia, blood disorder, cardiac disorder, depression, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, nausea, visual impairment, weight increased, vaginal haemorrhage, constipation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events uti. Essure insertion and essure confirmation test date provided as : (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2009 (previously reported) and (B)(6) 2010 (newly received pfs). Discrepancy noted in date of insertion (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes show mild chronic inflammatory infiltrates') and pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and constipation. Previously administered products included for pregnancy prevention: oral contraceptive nos from 2005 to 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception as well as ibuprofen since 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), depression ("psych injury, psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problem"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, metrorrhagia, blood disorder, cardiac disorder, depression, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, nausea, visual impairment, weight increased, vaginal haemorrhage, constipation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, salpingitis, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events uti. Essure insertion and essure confirmation test date provided as : (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2009 (previously reported) and (B)(6) 2010 (newly received pfs). Discrepancy noted in date of insertion (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: event: salpingitis added. Reporter information and essure removal surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and constipation. Previously administered products included for pregnancy prevention: oral contraceptive nos from 2005 to 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception as well as ibuprofen since 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant uti's") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), depression ("psych injury, psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problem"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, metrorrhagia, blood disorder, cardiac disorder, depression, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, nausea, visual impairment, weight increased, vaginal haemorrhage, constipation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events uti. Essure insertion and essure confirmation test date provided as : (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2009 (previously reported) and (B)(6) 2010 (newly received pfs). Discrepancy noted in date of insertion (B)(6) 2012 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. Reporter was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.